Manufacturer narrative:
Analysis found normal device characteristics.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the hospital in complete heart block and the pulse generator appeared to be -malfunctioning-. The correct software needed to interrogate the device was not available. The device was explanted and replaced with competitor product.

Manufacturer narrative:
Explant date should have been (B)(6) 2013 rather than (B)(6) 2013. Device evaluation anticipated, but not yet begun.